Event description:
Customer reported unexpected negative results when testing sample with a known anti-e with capture-r ready-screen 3 (crrs 3) on the echo.

Manufacturer narrative:
Review of instrument images:the echo generated negative results for all screen cells. Cell 2 is positive for e. The remaining cells are negative for e.cell 2: echo result=negative well score=1 visual review of image: slight degree of adherence/red cell button has a diffuse border.positive control: 4+ well score=100.the reactivity of the e antigen was confirmed on retention crrs(3), lot r061 with anti-e.the reactivity of the e antigen was confirmed on returned crrs(3), lot r061 with anti-e.the customer did not return patient sample for further serological testing.